Event description:
The report is from the e-select study. The patient was a male with a history of obesity, hypertension, hyperlipidemia, smoking, and a family history of coronary artery disease. The indication for the index procedure was stable angina pectoris. A device was deployed in the proximal rca. Post-procedure troponin was elevated less than 2 times above upper normal level. There were no procedural complications and the patient was discharged the following day. The patient was presented with stable angina 287 days post index procedure, angiography was performed and a re-pci was conducted.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device (lot 13230769) is distributed outside the united states; however, it is similar to the united states product.